Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted into the patient in 2010. According to the complainant, the patient experienced injuries (specifics unknown). All other information, including the patient's current condition, is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Exact implant date is unknown; however it is reported to be in 2010.